Event description:
Per (B)(6) patient's home health nurse, "pt needs 8 more batteries. It does seem like a lot, however, with the last pump, I could get through 2 infusions. Also, now that I used it for the 3 days, this pump runs about 15-20 minutes longer with the same settings." Pt's nurse was advised by the pharmacy that each pair of 2 c-batteries should last 30 hours at 125ml/hr and the pt's dosing directions max at 80ml/hr at duration on around 5.5 hours and pump may need replaced. The device serial number was not provided. It was not reported if the pt experienced any adverse events or missed doses due to the defective device. Device is available for return upon the pt receiving return shipping materials. Pt is infusing 40gm/400ml gammagard, made up of 1-30gm/300ml vial and 1-10gm/100ml vial. No additional details, dates, or information provided. Frequency and strength: infuse 40 gm (400 ml) intravenously daily for 3 days every 4 weeks. Diagnosis for use: multifocal motor neuropathy.